Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes the tube was discovered to have molding defects. The following information was provided by the initial reporter, translated from chinese to english: the bending deformation of sst tube was found during blood collection in the outpatient blood collection group.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for bowed tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes the tube was discovered to have molding defects. The following information was provided by the initial reporter, translated from (B)(6) to english: the bending deformation of sst tube was found during blood collection in the outpatient blood collection group.